Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
Nurse reported via our sales rep, that she was observing a surgery procedure. When inserting the nail, the surgeon noted that a little piece is broken off at the upper end. Another device was used to complete the surgery.